Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of programming anomaly was confirmed. The device was tested on the bench and the device was found to be in backup mode. The device image from the field was examined and found to be empty. The cause of the reported field event was due to a parity error that was present in the telemetry receiving buffer registers in the device memory.

Event description:
It was reported at several attempted implants the programming caused merlin to crash. The device was not implanted.